Event description:
It was reported that the right ventricular (rv) lead exhibited a rising threshold. The lead was reprogrammed and remains in use. The patient has felt a "vibration" near their implantable pulse generator (ipg). The patient's slight vibrations are usually felt in the evening, hours before bedtime, and is "somewhat fleeting". This sensation might be related to the capture management testing. The device remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 lead implanted: (B)(6) 2011. (B)(4).